Event description:
A report was received that ultrasound scanning revealed inflammation near the ipg. The physician may explant the patient due to a suspected infection.

Manufacturer narrative:
Additional information was received that the patients ipg eroded through the skin. The patient underwent an ipg explant procedure. The physician confirmed there was no infection, the swelling was not device related and that device malfunction was not suspected. The explanted device was not returned to bsn as it was disposed of by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that ultrasound scanning revealed inflammation near the ipg. The physician may explant the patient due to a suspected infection.